Event description:
Related to MFR report numbers: 2183959-2014-00316 and 2183959-2014-00318. It was reported that during a procedure to implant a non-ams retropubic sling the arms of the elevate graft were "released" due to pain. The non-ams sling was implanted and the patient is doing well.